Manufacturer narrative:
Additional information: according to the information received from the field during implantation surgery the facial nerve was permanently damaged. Facial nerve injury is a known possible surgical complication of cochlear implantation. Despite the facial nerve issue, the recipient is hearing and progressing well and the device remains implanted and in use. This is a final report.

Event description:
The facial nerve was hurt during surgery. The facial palsy appeared directly after the surgery. The user can't close her eye anymore and has to drink through a straw. A therapy with stiwell will be performed. As a therapy tarsorrhaphy, lid weight and blepharoplasty will be performed. The user was here for another operation on the eye lid at the (B)(6). She has now a weight of 1,4g on the upper eye lid and a weight of 1,5g on the lower eye lid. The muscle of the eye lid was cut through and afterwards fixed together again. In the opinion of the clinical engineer there will be a permanent damage. A complete recovery is not expected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The facial nerve was hurt during surgery. The user can't close her eye anymore and has to drink trough a straw. As per new information received, the facial palsy appeared directly after the surgery. A complete recovery is not expected.